Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During placement, the right coronary artery began to dissect, and the procedure was stopped. Transesophageal echocardiography (tee) was utilized due to the medical staffs concerns of an aortic dissection. The device was explanted, and the procedural outcome was the patient survived.